Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, displacement and basic occlusion tests. Unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The pump was received with a cracked case at the display window corners, display window, belt clip slot and battery tube threads. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer is wearing the pump at time of hospitalization. Customer's blood glucose was under control at 136 mg/dl. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer was just released from the hospital and when she turn pump on she had button error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.